Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a heel warmer. The customer reports that the nurse activated the heel warmer and it burst. Some went into the nurse's face, mother's clothing, and infant's cheek. The mother and infant were both ok. The contents of the heel warmer went into the eye of the nurse. She immediately went to an eye wash station and had to remove her contacts. She had temporary blindness. She was taken to employee health services and was released and came back to work two days later.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.